Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the pump alarmed off no power. The family member stated the customer bolused to treat hbg. The programming on the pump was accurate and the pump passed the functional tests. It was indicated that the set was in use for two days. The family memeber was advised to follow the two hbg rule.